Event description:
The patient reported that they used the suspect device to check their blood glucose and obtained high results-500 mg/dl and hi. Patient normally takes two glyburide pills and their doctor told patient to take an extra pill. Patient did so and then they did not eat dinner. Patient later felt jittery and patient went to the hospital. Their glucose at the hospital was 47 mg/dl and their suspect device read 545 mg/dl for comparison. Patient was treated with a glucose IV and fed a meal. The hospital wanted patient to stay all night and they refused. Glucose control solutions were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.